Manufacturer narrative:
Physio-control evaluated the customers device and was unable to duplicate the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device powered off twice during testing. It was reported that the device powered off once during a user test, then during a test defib scenario powered itself off without cycling back on. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device powered off twice during testing. It was reported that the device powered off once during a user test, then during a test defib scenario powered itself off without cycling back on. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated with the reported event.